Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that, the infusion set got loose at site of quick release. The patient did not notice until blood glucose level was 22 mmol/l last. No further information available.